Event description:
It was observed during the device evaluation that the colonovideoscope exhibited a dirty scope connector cover. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation and while the definitive root cause could not be determined, it is likely the event occurred due to a leakage. Olympus will continue to monitor field performance for this device.